Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other similar complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
An ophthalmologist reported that four days following an intraocular lens (iol) implant procedure, the patient developed inflammation followed by pain. An anterior chamber washout and medication treatment were performed. Additional medical treatment was performed on the 5th, 6th, 7th and 8th postoperative day. The condition has been improving. Additional information has been requested.